Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported and thus clarified that the lead could not be connected to the implantable pulse generator (ipg). The ipg was attempted/not used and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was not possible to connect the implantable pulse generator (ipg) to the "screen". The ipg was removed and the procedure was completed with another ipg. No patient complications have been reported as a result of this event.